Manufacturer narrative:
The hill-rom field technician investigated and determined there was no death. The technician was not permitted to inspect any beds. The risk manager would not release any information regarding the event other than the bed involved was a versacare bed and there was no injury or death. The mother was holding the baby and fell asleep when the baby fell from the bed. The account told the hill-rom account clinical director that the issue is being handled as a nursing practices issue and not a bed issue.

Event description:
Hill-rom received a user facility report with death checked in the outcomes attributed to adverse event section. The report stated in a post partum room, a mother fell asleep while burping her baby and the baby slipped to the floor. The event occurred twice. The upper half of the bed siderails were up. Upper siderails stop before crease of bed. Old bed covers approximately 1/3 of are below crease of bed.